Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a fever. The following day the patient hospital record indicated non-specific sepsis and the organism was identified as enterococcus but the source of the infection was unknown. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted approximately ten days later. Approximately one week after explant, the system was replaced. No further patient complications have been reported as a result of this event.